Event description:
MDR decision date: (B)(4) 2012 - no serious injury alleged. Malfunction alleged. Customer alleges that the frame of the rollator cracked in half in two areas. Customer states that they have had the rollator since (B)(4) 2009.